Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The patient reported that they had an unpleasant trial and it was not beneficial. Fluoroscopy was not used for the first stage, which was 10 days and she was not sure of the efficacy yet. This occurred in (B)(6) 2012. The patient later reported that the first trial lead in the left leg did not work. She then had a second stage trial where the trial lead was placed with fluoroscopy in the right side and that was more successful. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that in 2012, before the implant, the trial leads were not in the right spot and had to be re-done. The patient was on antibiotics because she was "wired up" for 17 days. It was also reported that the antibiotics were taken as a prophylactic measure during trial.